Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump did not work. The customer¿s blood glucose was 240 mg/dl at the time of incident. The customer also report that the audio did not work. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08705 inches. No under delivery anomaly or over delivery anomaly noted. Insulin pump also passed tone check and vibrate check on self test. No hardware low level failures noted during testing or in the formatted history file. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Insulin pump was programmed and monitored for 1 day. No blank display noted. The low reservoir alarm functions properly during testing. With the units remaining on the pump status screen at 20.0 units, programmed and delivered test boluses. The insulin pump was able to delivery the test boluses. No pump anomaly or delivery anomaly noted during testing. Insulin pump had a scratched case and a pillowing keypad overlay.